Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going at manufacturing site.

Event description:
Country of complaint: (B)(6). During intestinal surgery: after the surgery with hr22b needle feces leaked out. The head physician assumes, that this was caused by the needle being bigger (diameter) than the thread.